Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. On (B)(6) 2016, a 3.00x32 synergy¿ drug-eluting stent was implanted in the 90% stenosed target lesion located in the severely tortuous proximal to the mid right coronary artery (rca). Seventeen days post procedure, the patient presented with chest pain. An occlusion was confirmed starting from the proximal rca. Thrombectomy was performed and the lesion was dilated. The patient went to coronary artery bypass grafting (CABG). Patient status was listed as good.